Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. Staff pushed the valve back in multiple times and reinflated the balloon in order to complete the procedure with the same device. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection of the short port btt found no non-conformities. The balloon was inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a malfunction. The reported failure was confirmed. (B) (4).